Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for the alleged tilted filter and limb perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states, potential complications: perforation of the vena cava wall by the legs of the filter. The current IFU (instructions for use) states, warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation or other acute or chronic damage of the ivc. The current IFU (instructions for use) states, warnings/complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), a vena cava filter was identified to be tilted with several filter limbs perforating the ivc wall. The patient required the use of prescription medication and medical treatment to monitor the filter. No reported attempt was made to retrieve the filter. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and one month of post deployment, the patient presented to emergency room with left lower extremity pain and increasing difficulty with chest pain and shortness of breath. A computed tomographic pulmonary angiogram study showed evidence of multiple pulmonary embolisms at various levels. The patient had a history of three pulmonary emboli. After, three days, an inferior vena cavogram was performed and the study showed that the patient had an inferior vena cava filter, and the also, the tip of the filter was firmly against the left wall of the cava. The study also showed that several of the struts appeared to be within the wall of the cava or through the wall and there was a focal area of thrombus trapped within the filter, the thrombus extended through the filter into the infra-renal inferior vena cava. Around, seven days later, a progress notes were provided status post pulmonary embolism which mentioned that during hospitalization of the patient, it was discovered that the patients¿ greenfield filter was no longer functional and in fact, it appeared to be flapped in the breeze or perhaps even adhered to the wall of the vena cava. Also, attempts to retrieve it were unsuccessful and was consulted to see a vascular surgeon. Around, one year later, an x-ray of lumbar spine was performed for abdominal pain. The study showed that an inferior vena cava filter was present just to the right of midline l3-l4 level, tilted to the left and this was unchanged in appearance from the previous study. Around, nine months later, the patient visited for vascular consultation regarding recurrent episodes of pulmonary embolism despite anticoagulants and a greenfield filter. The filter had been placed prior to that, again difficulty in breathing, and studies apparently indicated multiple pulmonary embolisms. The question was whether the filter was mal positioned, not satisfactorily working, or even whether clots had formed proximal to the filter and whether the patient needed an additional more proximal filter placed. After, five days, the patient visited for consultation regarding history of deep vein thrombosis and pulmonary embolism. An impression was provided which mentioned that a computed tomographic study showed that the inferior vena cava filter was slightly skewed; however, it appeared to be in good apposition to the walls and there was no evidence of thrombus. It was discussed not to create a thought of placing another filter, as it would not be the best option. Therefore, the investigation is confirmed for filter migration, retrieval difficulties, filter tilt, and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Snf the current instructions for use states: potential complications perforation of the vena cava wall by the legs of the filter. Recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral me filter release/deployment. Note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. Rnf the current instructions for use states: warnings: movement or migration of the filter is a known complication. Potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. G2 the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Only use the recovery cone removal system to remove the g2 filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt: filter malposition. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Imaging demonstrated recurrent lower left extremity deep vein thrombosis, acute pulmonary embolism and a tilted filter with several limbs appearing to extend through the wall of the cava. The patient was treated with anticoagulation therapy and discharged in stable condition five days post hospital admission. Approximately three years post filter deployment, the patient presented with chest pain and shortness of breath and was found to be hypoxic with bilateral pulmonary embolism. The patient was treated with anticoagulation therapy and discharged nine days post hospital admission. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with pe despite a therapeutic inr, therefore, vena cava filter placement was indicated. Access was gained to the right common femoral vein using seldinger technique. A venacavagram demonstrated normal caval caliber, without evidence of caval thrombus, caval duplication or aberrant left renal vein anatomy. The filter was deployed at the l2-l3 vertebral level. Post procedure venacavagram demonstrated good filter placement with no complications. Hemostasis was achieved with manual pressure. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. Approximately one year post filter deployment, the patient presented with lower left extremity pain, chest pain and shortness of breath. Doppler ultrasound was consistent with a recurrent left lower extremity dvt and CT of the chest showed evidence of multiple acute pes. The patient was admitted for anticoagulation therapy as well as evaluation of the ivc filter. A CT scan of the abdomen demonstrated the ivc filter in good position. A venacavagram demonstrated a tilted filter with the apex against the wall of the cava and several limbs appeared to be within the wall of the cava or through the wall. The case was discussed with a vascular surgeon who felt that only anticoagulation therapy was necessary. The patient was discharged in stable condition on hospital day five. Approximately two years post filter deployment, a lumbar spine x-ray demonstrated a tilted filter unchanged in appearance from the previous venacavagram study. Approximately three years post filter deployment, the patient presented with chest pain and acute shortness of breath. The patient was found to be hypoxic with multiple large bilateral pulmonary emboli and was started on anticoagulation therapy. A CT scan of the abdomen demonstrated the filter in place with no other acute significant findings noted. The patient was discharged on hospital day nine. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for history of pe. Approximately one year post filter deployment, CT of the chest showed evidence of multiple acute pes. A venacavagram demonstrated a tilted filter with the apex against the wall of the cava and several limbs appeared to be within the wall of the cava or through the wall. Approximately three years post filter deployment, the patient was found to be hypoxic with multiple large bilateral pulmonary emboli. Based on the medical records, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. Additionally, the investigation can be confirmed for pe after filter implantation. Based upon the available information, the definitive root cause is unknown. Labeling review: snf ¿ the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter; recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. Filter release/deployment: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. Rnf ¿ the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation or other acute or chronic damage of the ivc; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The current IFU (instructions for use) states: warnings/possible complications: movement, migration or tilt of the filter are known complications of vena cava filters; only use the recovery cone removal system to remove the g2 filter; procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications; complications may occur at any time during or after the procedure; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), a vena cava filter was identified to be tilted with several filter limbs perforating the ivc wall. The patient required the use of prescription medication and medical treatment to monitor the filter. No reported attempt was made to retrieve the filter. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one year post vena cava filter deployment for a history of dvt and pe, the patient presented with lower left extremity pain, chest pain and shortness of breath. Imaging demonstrated recurrent lower left extremity dvt, acute pe and a tilted filter with several limbs appearing to extend through the wall of the cava. The patient was treated with anticoagulation therapy and discharged in stable condition five days post hospital admission. Approximately three years post filter deployment, the patient presented with chest pain and shortness of breath and was found to be hypoxic with bilateral pe. The patient was treated with anticoagulation therapy and discharged nine days post hospital admission. No additional information surrounding this event was provided in the medical records received.